Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on:(B)(6)2020. H.6. Investigation: customer returned one (1) loose 31gx8mm, 0.5ml bd insulin syringe. Consumer reported that the plunger rod is broken in half with part still inside of the barrel, the other part with the thumb press is missing. The returned syringe was examined, and it was observed that the plunger cap was damaged, and the plunger rod was broken (see attached photo). A review of the device history record was completed for batch# 7352847. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200736561, 200736722] noted that did not pertain to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Broken plunger: root cause: l2l dispatch #9277 was opened for plungers getting jammed in the screw rail. The air jet was out of adjustment. Corrective action: adjusted the air jet. Damaged plunger cap: there were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. The DHR was reviewed and there was nothing noted that pertained to this defect. A definitive root cause cannot be determined.

Event description:
It was reported that an unspecified number of bd insulin syringes with the bd ultra-fine¿ needles experienced plungers that were loose/fell out/separated during use. The following information was provided by the initial reporter: consumer reported that the plunger rod is broken in half with part still inside of the barrel, the other part with the thumb press is missing. Lot #: 7352847 catalog #: 328468 date of event: (B)(6)2020

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insulin syringes with the bd ultra-fine¿ needles experienced plungers that were loose/fell out/separated during use. The following information was provided by the initial reporter: consumer reported that the plunger rod is broken in half with part still inside of the barrel, the other part with the thumb press is missing. Lot #: 7352847, catalog #: 328468, date of event: (B)(6) 2020.